Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 6:30am. The patient manages her diabetes with insulin (self adjuster); however, it is unclear what action the patient took in response to the reported meter issue. As a result of the alleged power issue, the patient claimed she developed symptoms of nausea and shaking at 7pm that evening (on (B)(6)). At about the same time after the onset of her symptoms, the patient reportedly administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced (per owner's booklet recommendation), the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. The test strips were also returned but testing was not performed/required since the complaint applies to the meter only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.